Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: the reported low flow readings of 0 lpm were confirmed through the analysis of the log file data retrieved from the returned heartmate 3 lvas, serial number (B)(6); however, no device-related issues were observed during the evaluation of the returned device and a specific cause for the reported events could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. The sealed outflow graft attachment, sealed outflow graft, and sealed outflow graft bend relief were not returned. The apical cuff was returned with the cuff lock properly secured. Visual inspection of the inflow cannula did not reveal any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some coagulated blood but no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 13 minutes of data from (B)(6)2019. For the duration of the relevant data, calculated flow is recorded as 0 lpm. This is consistent with the patient¿s pump exchange on this date as well as the reported events. Of note, temperature values appear low (28-30°c) which also appears consistent with the reported surgical procedure and eventual pump exchange at this time. The lvad periodic log file contained relevant data from (B)(6)2019 through (B)(6)2019. Between (B)(6)2019 10:45:42 and (B)(6)2019 00:14:35, calculated flow ranged between 2.7-4.5 lpm. Calculated flow is recorded at 1.8 lpm, below the low flow threshold of 2.5 lpm, at 01:14:37 on (B)(6)2019. For the remaining captured data, calculated flow is recorded at 0 lpm (from 02:14:38 ¿ 05:14:44). The log files appeared to capture the pump functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Device available for evaluation, device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient suddenly had no flow from the pump with low flow alarms and was asymptomatic. Patient previously had flow around 3.5 l/min. The pressure curve was normal systolic pressure and diastolic pressure. The aortic valve opened with each beat. The surgeon decided to open the patient and check the outflow and the pump. The outflow graft was okay but the surgeon decided to exchange the pump and after the exchange the flow was at 3.8 l/min. No further information was provided.